Manufacturer narrative:
It was inadvertently documented in the initial report that the date of this report was oct 5, 2017. It has been updated as sep 13, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the drive shaft on the battery handpiece device were blocked. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check of free moving, check proper function of the triggers and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.